Event description:
It was reported that the pump had no power when the battery was inserted into the pump. The reporter stated that the screen was blank; the pump did not emit audible tones nor did it vibrate when it was re-booted. The battery cap was said to have the spring attached properly. There is no other information obtainable about this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.